Manufacturer narrative:
Pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime/delivery test and excessive no delivery test. Unit was programmed 2.0 units fix prime with water reservoir. The water did exit the infusion set. No delivery anomaly noted. Pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit had cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose between 300 mg/dl and 400 mg/dl, which was treated with manual injection. Customer reported that high blood glucose began on (B)(6) 2016 and customer disconnected from insulin pump on (B)(6) 2016. Customer did not go to the hospital but did contacted healthcare professional. Customer had no symptoms of high blood glucose. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer declined checking for leaks or air bubble; site or insulin issues; and stated that settings were accurate. It was reported that insulin squirt out during priming and time was three minutes off. Insulin pump was also not able to upload to carelink. Customer was advised that insulin pump would need to be replaced.